Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the shard of glass penetrate the doctor¿s skin? If so: what was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Was the dermabond broken according to instructions for use (IFU)? Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? How much pressure was applied to the bulb? Can you identify the lot number of the product that was used? The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Visual evaluation shows all the components of the applicator are present and appropriately assembled. When the glass ampoule containing the adhesive shatters, the broken glass shard can rarely orient itself upon repeatedly/excessive manipulation so that it is perpendicular to the housing; when pressure is exerted on the casing, the shard can protrude through the plastic tubing and the protective overwrap material. This event is not manufacturing related. The IFU for the products states: ¿do not crush the contests of the applicator repeatedly as further manipulation of the applicator may cause glass shard penetration of the outer tube. Glass shard penetration can result in inadvertent skin punctures, which may result in the transmission of blood borne pathogens.¿

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2016 and the topical skin adhesive was used. During the evaluation, it was noted the sample has a piercing through which a glass shard protruded in the applicator bulb. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
.